Event description:
The user stated that during priming, there was air suction at the filter which led to air bubbles inside tubing around the filter. Tubing war purge multiple times but issue was not resolved. No clinical consequences, issue observed before use on patient.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-13284. The report was submitted in error.